Manufacturer narrative:
An ocd field engineer visited the site to troubleshoot analyzer codes and identified a partially occluded reagent metering probe. The ocd field engineer performed maintenance and replaced the probe on the analyzer returning the instrument to expected operation.

Event description:
The customer contacted ocd for the occurence of analyzer condition codes. During the troubleshooting of the analyzer codes, the ocd field engineer discovered a partially occluded reagent metering probe. If the occluded probe was not detected, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.